Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm morphology is unk. The vessels were small, frail and severely diseased, with moderate tortuosity and moderate calcification. It was reported that the physician successfully placed the bifurcated stent graft however; during the insertion of the iliac limb with out the use of an introducer sheath, the iliac artery was dissected. The bifurcated stent graft delivery system was removed without difficulties. The physician then elected to convert the pt to and open surgical repair. The device was discarded after the procedure and will not be returned to medtronic. No additional sequelae were reported and the pt was in stable condition at the end of the open surgical repair procedure.